Event description:
Spontaneous call. Patient reported the whisperject device malfunctioned. No further details were provided. No additional adverse events or side effects were mentioned due to product issue patient does not have product on hand. No further information was provided. Consent to contact the patient was not asked. All known information is contained on this form. Any additional information will be provided on a separate medwatch report. Reported to (B)(6) by pt/ caregiver.